Event description:
Biomed tech reported an overinfusion had occurred using the pac-xtra cycler for apd therapy. It was reported that one of the healthcare professionals had experienced some difficulties priming the cycler and felt that the machine did not prime correctly. The therapy was started. The pt went through the initial drain time, after which the first fill started as expected. During fill, an overfill was suspected and 500cc of fluid was drained from the pt. Details regarding the reported difficulties were not provided nor confirmed; limited info was provided for this event, including the amount of fluid intended to be filled. There was no pt injury or medical intervention as a result of this incident.